Event description:
A caller reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset instructions, guiding the caller through the process. After the reset, the error code did not reappear, and the customer successfully started their sensor session.